Event description:
It was reported that the up button on the infusion device was only functioning intermittently. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.